Event description:
Customer's mother reported via phone call that the display on the insulin pump is going blank even after receiving a new battery cap. Customer's blood glucose value was 591 mg/dl; treated with manual injections and had reverted to that back up plan since the night before. Customer's mother was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display was noted. The insulin pump was received with normal operating currents. No damage found on the lcd isolation tape noted. No unexpected off no power, low battery, battery out limit or failed battery alarm noted. Insulin pump had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.